Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery. A 2.25 x 12 mm xience sierra stent delivery system (sds) was advanced and resistance was felt with a non-abbott guiding catheter and a non-abbott balloon. A kink was noted and the proximal shaft separated into two pieces. A new 2.25 x 15 mm xience sierra sds was advanced, but that also felt resistance with the non-abbott guiding catheter and non-abbott balloon. A kink in the proximal shaft was noted. The device was removed and another stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported kink and detachment of a device component (shaft break) were confirmed. The reported difficulty to position guiding catheter was not confirmed. The reported difficulty to position (balloon catheter) could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter and balloon catheter causing the reported difficulty to position. The reported difficulty to position with the guiding catheter was unable to be confirmed during return device analysis likely due to only one device inserted. As reported multiple devices were inserted into the guiding catheter at once during the procedure to perform the kissing balloon technique (kbt) which narrows the access through the guiding catheter. It should be noted, the reported difficulty to position the xience sierra balloon catheter while in the guiding catheter with another non-abbott balloon, was determined due to have insufficient clearance for the two balloon catheters inside the 6f size guiding catheter. Continued handling and manipulation during attempted positioning likely caused the kinked shaft and subsequent detachment of a device component (shaft separation). There is no indication of a product quality issue with respect to manufacture, design or labeling.